Event description:
Leak at heat exchanger during priming. A student inadvertently clamped line running at low flow.

Manufacturer narrative:
The factory inspected the returned unit and observed the o-ring between the heat exchanger housing and the header was dislodged. If this had occurred during mfg, it would have been detected in the routine leak test. To improve the pressure resistance of the heat exchanger header, an adhesive is now used to fill the residual space at the interconnection fittings between the header and housing of the heat exchanger. This improvement was first effected on the lot produced on 12/16/96. No further reports have been received for this product.